Manufacturer narrative:
On 08/18/2016 - a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. System booted-up fine and had no problems taking x-rays. Reported issue could not be replicated. System performed as intended. On 08/19/2016 a medtronic representative, following-up at the site, reported it is likely this was user error as issue was not able to be reproduced. A second, more experienced radiographic technologist (rt) made adjustments to the original imaging system and restored normal function in 15 minutes. On 08/25/2016 software investigation completed. Findings are that software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that while in a lumbar fusion spine procedure, the site's imaging system pendant was displaying an error message, "error initializing collimator" and had a red x for the motion controller box. The site radiographic technologist (rt) on the phone indicated that without doing anything, the normal 2d screen came back up, however, when attempted to take 2d images, there was no response. The site opted to halt trouble-shooting and brought in a second imaging system to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.